Manufacturer narrative:
The device was returned to the manufacturer for analysis. Medtronic personal was able to duplicate the reported issue. The threads of the screw were damaged and the head of the screw was found worn as the hex head turned into round due to tool marks. The damaged part was replaced and the device was found to be fully functional. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A customer called to report that a screw was stripped from clamp. There was no patient present when the issue was discovered.